Manufacturer narrative:
Updated a.4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID: d-evprop23-29, (lot: 0012164303); product type: 0195-heart valves. Product ID: l-evprop23-29, (lot: 0012122842); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was fully implanted when a dislodge occurred into the ascending aorta. A left femoral puncture was performed and a loop was used to reposition the valve. A second valve was advanced using a rigid guidewire. However, the second valve was unable to transpose the plane of the first valve due to the friction between both valves. After several unsuccessful attempts, the team decided to end the procedure. An aortogram was performed and no aortic insufficiency or residual lesions were observed on the aortic wall. No additional adverse patient effects were reported.